Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The unit with unknown noise was reported to philips. There was no patient involvement. The service technician confirmed the loud noise when going into standby. When the unit goes into standby mode, the turbine makes a lot of noise. The service technician confirmed the issue had been resolved; however, the customer completed repairs and did not provide repair details.